Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The patient¿s medical history included a cancer diagnosis in december prior to pump implant and the patient was allergic to morphine. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the patient was a cancer survivor and she needed to have radiation which caused her pain pump to flip over. In mid-(B)(6), when she would sit up the pump would flip out at the bottom. In (B)(6) or early (B)(6), the patient had to go to the hospital because it was so ¿swollen out or a seroma where it filled up with nothing but fluid and blood¿. It was very painful. The patient also experienced withdrawal in (B)(6) or early (B)(6). The patient knew the pump was flipped in late april because she went in for an appointment and the hcp (healthcare professional) was hitting metal. She went a good month or two with the pump being flipped. She went several months and ¿did not have her full strength¿. On (B)(6) 2017, she had a revision where the surgeon went in and un-flipped the pump and tightened the pump down. The pump did not flip out at the bottom anymore and was way tighter. She was on a low dose of medication when the pump flipped. It made her deathly ill and she went through withdrawal so bad. They had to give her medication to help her through it. The withdrawal happened immediately after they turned the pump down to a minimal drip; it was within a day. The surgery was very painful for her and it took her a long time to recover from it because of her cancer and she could not have any adjustments until 30 days after the revision surgery. No further complications have been reported as a result of this event.